Event description:
The customer originally reported that their device was showing its service wrench. After an initial examination of the device by physio-control, it was observed that the device was showing all three icons (attention, service and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control determined that the cause of the reported failure was due to delaminated contacts on the connecting end of the charge-pak flex cable assembly. This failure caused the internal hlc batteries to deplete. The customer received a replacement device. The follow up medwatch report should indicate: physio-control determined that the cause of the reported failure was due to delaminated contacts on the connecting end of the charge-pak flex cable assembly. This failure caused the internal hlc batteries to deplete.

Manufacturer narrative:
Physio-control determined that the cause of the reported failure was due to delaminated contacts on the connecting end of the charge-pak flex cable assembly. This failure caused the internal hlc batteries to deplete. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.